Event description:
It was reported that customer observed air bubbles or gaps in tandem mobi cartridge during pumping, which were described as possibly around 1 mm and larger than champagne bubbles. There was no adverse impact to the customer's blood glucose level. Issue was not ongoing at time of call, and customer resolved problem by filling tubing to clear bubbles, with no additional actions reported from technical support.